Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out-of-range left ventricular (lv) pacing impedances measuring greater than 2,000 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that there was a gradual rise in pacing impedances. Technical services provided troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported.